Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s report: patient had left chest powerport inserted (B)(6) 2014. During powerport access, nurse is changing the miniloc safety infusion set and there is pus at the powerport site under the dressing. Nurse indicated powerport has a blood return. Nurse is using the 22 g miniloc needle. Nurse states "the dressing has pus and there is an odor present and the port site is slightly red." Nurse was informed by ms&s to notify patient's physician concerning the pus and odor of the drainage at the powerport site under the dressing.